Event description:
It was reported that a perforation, pericardial effusion, and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. After transseptal puncture, an anterior curve watchman access system (was) was introduced to the laa with a pigtail catheter, and heparin was given post transseptal puncture. The anterior curve was had difficulty tracking over the pigtail wire into the anterior lobe of the laa, and after 10-15 minutes, the anterior curve was removed from the patient. A single curve watchman access system (was) was then positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The release criteria were met and the closure device was successfully implanted. There was no pericardial effusion noted post device release. Hemostasis was then achieved with a non-boston scientific vascular closure device and light pressure post heparin reversal. The patient's blood pressure then dropped and the patient became unstable 30 minutes post procedure. A pericardial effusion was noted via intracardiac echocardiography (ice), which was caused by a cardiac perforation. Pericardiocentesis was performed, and 300 ml of blood was removed from around the pericardium. The patient was observed for 45 minutes post pericardiocentesis and became stable. The patient was moved to the intensive care unit (ICU) and the patient's condition improved. Echocardiography was performed, which showed the effusion was no longer present. The patient was discharged home on (B)(6) 2021.